Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection and was septic. It was found that there was vegetation on the leads. The implantable cardioverter defibrillator (ICD) system was explanted and the patient received antibiotic treatment. No further patient complications have been reported as a result of this event.